Manufacturer narrative:
A ge service representative performed an onsite investigation. All cine pcbs were evaluated and reseated. The cine hard drive was also evaluated and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to play back cine runs properly. No patient serious injury or death was reported related to this event.